Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated twice at 8atm and 12atm within 10 seconds accordingly. However, at second inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated twice at 8atm and 12atm within 10 seconds accordingly. However, at second inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 2mm distal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.